Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump had a loose tubing guide pin discovered during a preventative maintenance visit. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group received a report that the s5 double head pump had a loose tubing guide pin discovered during a preventative maintenance visit. There was no patient involvement. A sorin group field service representative was dispatched to investigate. While at the facility, the service representative found that one of the tubing guides was loose. The tubing guide was re-installed using thread lock and subsequent testing confirmed that the issue was resolved. A review of the device history record did not find any deviations or non-conformities related to the reported issue. No further investigation is deemed necessary at this time. No trend has been identified. Sorin group (B)(4) will continue to monitor the market for trends related to this issue.

Event description:
Sorin group received a report that the s5 double head pump had a loose tubing guide pin discovered during a preventative maintenance visit.